Event description:
Patient reports 2 large lumps after off-label bellafill injection in the mouth corners/marionette lines. Per patient (on (B)(6)2025) and current treating doctor (on (B)(6)2025) treatment is required to resolve the lumps.

Manufacturer narrative:
Patient reports 2 large lumps after off-label bellafill injection in the mouth corners/marionette lines. Per patient (on (B)(6)2025) and current treating doctor (on (B)(6)2025) treatment is required to resolve the lumps. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Per the treating physician, they contirm that treatment is required and they are treating the patient's lumps with "ellacor" which "can remove permanent substance". B3: date of event - 01/01/2024: patient indicated lumps were noticed the year prior. D4: per the bellafill injecting office, two (2) bellafill lots from model gbf0508 were used in the patients' procedures: f201067, expiration 04-26-2022, UDI (B)(4), f201074, expiration 05-09/2022, UDI: (B)(4). D6a: bellafill was implanted on two (2) dates: f201067, implant date: (B)(6) 2021. F201074, implant date: (B)(6) 2021. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." E1, e2, e3: the initial reporter was the patient. G3: date received - report indicating medical intervention is required received from the patient on (B)(6) 2025. Initial report of lumps received on (B)(6) 2025 h4: manufacture date: two (2) lots: f201067: manufacture date: 11/03/2020. F201074: manufacture date: 11/16/2020. Bellafill injector information: dr. (B)(6). Treating physician informaiton: dr. (B)(6).